Event description:
It was reported during a diagnostic colonoscopy procedure the colonovideoscope exploded inside the patient. The endoscope was inserted into the patient and the proceduralist decided to switch to a different endoscope. When the first endoscope was removed from the patient, it popped apart leaving the internal mechanisms visible. There was no patient injury, but small pieces of black endoscope material were observed when the second endoscope was inserted. The black pieces were then removed from the patient without incident by flushing with water and suctioning them out through the second endoscope. They were small enough not to occlude the suction channel. The procedure was then completed with the second device. There were no additional interventions necessary. The event resulted in a momentary delay in the procedure to look at the damaged endoscope, hang a new one, and check the patient for injury before proceeding. The patient was under sedation, not general anesthesia. There was no reported patient harm.